Event description:
It was further reported that the cause of the issue was breakage of the pace/sense leg. The lead was capped.

Event description:
It was reported that the right ventricular (rv) lead had a large number of short interval counts and the impedance was varying. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. A d284drg implantable cardioverter defibrillator (ICD), (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Four (4) ventricular non-sustained tachycardia episodes of less than or equal to 190 ms occurred (B)(6) 2013. Ventricular short interval count v-sic of 3383 counts occurred in 138.7 days between (B)(6) 2012 and(B)(6) 2013. Weekly pace lead trend data shows varying impedance and increase for max ventricular pace bipolar impedance of 418 to 646 ohms range between (B)(6) 2012 and (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.